Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to defective power unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of device could not be lit was confirmed. The additional evaluation findings are as follows: high intensity mode did not work due to a worn scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the visera elite xenon light source brightness was dark. The issue was found during reprocessing, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm. During evaluation of the returned device, it was found that the device could not be lit due to a defective power unit and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.